Manufacturer narrative:
Concomitant medical products: product ID: 5086mri45, serial#: (B)(4), implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited undersensing and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event.